Event description:
It was reported that arctic sun device alerting low flow continually with water flowing through the pad but flow rate displaying 0.0l. The device was operating with water running through but the screen showing 0 flow and device stopped. The machine was blinking and operating despite the screen showing stopped. Per sample evaluation results received on 02aug2024, it was reported that device failed est due to high resistance. Per sample evaluation results received on 05aug2024, it was reported that mixing pump less efficiency during cooling process.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. Mixing pump less efficiency during cooling process. Replaced mixing pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.